Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the half height 2.1, 2.2 and full height 3 were not detected on bus, which located on cmcor4. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no drawers were not detected on the pyxie bus. A field service engineer (fse) replaced the communication sled and then found that the matrix drawer 2.2 connector unplugged from drawer board. The fse plugged the connector properly and rebooted station and no more failed icons were present. Customer was able to login to station, and all drawers were working properly. The system functioned as intended after the field service engineer repaired the device.